Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had prime anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the insulin pump had rejected new battery and insulin pump will shoot insulin out when priming rather than drip minor scratches and no delivery alarms. The insulin pump will not be returned for analysis.